Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx single incision system was implanted into the patient on (B)(6) 2013. The patient's condition was reported to be good at the conclusion of the procedure. According to the complainant, when the patient was seen on (B)(6) 2013, vaginal exam revealed a 1 centimeter defect in the vaginal mucosa with exposure of the sling material on the right side near the inferior pubic rami. The dart at the end of the sling could be palpated. It appears that the dart was dislodged from the obturator internus. The physician recommends removal of the exposed sling including the dart and placement of a retropubic suburethral sling that would probably happen later this month. To increase the likelihood of success with this procedure, the patient was prescribed with vaginal estrogen cream to use perioperatively.